Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right ventricular lead had an unusual bend on the distal portion. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead bending was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. X-ray examination found the over-torqued inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.